Event description:
A report was received that the patient had pain at the ipg site. It was noted that the ipg had migrated. The patient will be given injection. (Refer to MFR report #: 3006630150-2018-00125) additional information was received that the injections were not needed as previously expected. The patients pocket pain was doing much better with no intervention.